Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zcb00 +20.0 diopter) was explanted in a secondary surgical procedure from the right eye of the patient, because of a myopic surprise and decreased visual acuity. Reportedly, another lens, same model, a smaller diopter (+19.0) was implanted as a replacement. No incision enlargement, no vitrectomy was required and no sutures were used. The patient was reported doing good when discharged. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/50. Visual acuity post-op (post-replacement): 20/150. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.